Event description:
The contact stated the he tested his blood glucose using an elite meter and a one touch meter. The elite meter read 29 mg/dl and the one touch read 163 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically signifiant. The customer did not allege any adverse event s due to the readings. The test strips and meter are to be returned for evaluation, and replacement products will be sent.